Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after 6 years and 10 months, a computed tomography (CT) abdomen without contrast was performed it revealed there was an inferior vena cava filter in place with the superior tip located just below the renal arteries. There was very subtle leftward tilt of the filter with respect to the inferior vena cava long axis of 3 degrees. There are several sites of strut perforation. There are three most anterior struts extend beyond the wall of the inferior vena cava by 1 mm, 1 mm, and 3 mm respectively and abut the posterior wall of third portion of the duodenum without evidence of perforation. Strut perforation at approximately 10:00 and 2:00 respectively extend beyond the luminal wall by 2 mm each. There was ureter abutment by the 10:00 position strut and aortic wall abutment by the 2:00 strut position. Struts at the 8:00 and 4:00 position extend beyond the luminal wall by approximately 3 mm and abut the right psoas muscle and anterior aspect of the lumbar spine, respectively. Strut position at the 7:00 position extends beyond the posterior abdominal wall by 2 mm and subtly abuts the right psoas muscle. There was no identifiable fracturing or bending of the filter. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as the medical record states subtle leftward tilt of the filter with respect to the inferior vena cava long axis of 3 degrees. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the vena cava wall, vertebral body, small bowel and to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back and abdominal pain; however, the current status of the patient is unknown.